Event description:
In 2005, patient underwent aaa repair. Physician placed one main body graft, one iiiac leg graft, and one converter. Then, in 2007, patient underwent additional procedure. A renu aortic cuff was placed due to increased size of aorta and migration.

Manufacturer narrative:
Evaluation: this event is still under investigation.